Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains.

Manufacturer narrative:
Correction: the correct date of implant is (B)(6) 2011 not june 11, 2011 as previously reported. This report is filed on may 22, 2017.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery. This report is filed on april 04, 2017.